Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two unspecified mentor saline breast prostheses and experienced bilateral deflation post-operatively. As a result, the patient underwent bilateral implant explantation on an undisclosed date. If clarifying information becomes available, a supplemental report will be submitted this report is for the right side device.

Manufacturer narrative:
On june 24, 2022, mentor received additional information regarding the impacted device, date of event, and diagnosis. The impacted device was a 475cc mentor smooth round moderate profile saline breast prosthesis. Catalog number 3501680. The date of event has been updated to (B)(6) 2019. The additional information received also stated that the patient had pain. Code e1402-breast discomfort/pain has been added to the health effect - clinical code in section h6. Reason for device explant and/or reoperation: deflation and breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 21, 2022, mentor received additional information regarding the the device explantation. The date of explantation has been updated to (B)(6), 2021. Manufacturer¿s reference number: (B)(4).